Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during new installation by a getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit's battery  and power led¿s is not illuminating. There was no patient involvement.

Event description:
It was reported that during new installation by a getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit'sac power and battery indicators on the cart assembly would not illuminate when the unit was plugged in. There was no patient involvement.

Manufacturer narrative:
(B)(6). A getinge field service engineer fse was dispatched to the site to evaluate the unit. He found that the ac power and battery indicators on the cart assembly would not illuminate when the unit was plugged in. He found that there was a rip in the ribbon cable attaching the led indicators. He replaced the assembly and tested ok. He completed a full system check, all tests passed to factory specifications. Returned to the customer and released for clinical use. The failure analysis and testing department received the following part label, battery charging. This part was received with a reported unit failure message of led indicator not working and rip in the ribbon cable attaching the led indicator. Performed visual inspection of this part received and found broken label, battery charging. This cause the reason of led indicator not working. The failure analysis and testing department verified the failure message of led indicator not working and rip in the ribbon cable attaching the led indicator. Retaining label, battery charging in the fat dept. Per procedure 0002-07-d007 rev aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.